Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut on the homechoice automated pd set with cassette which resulted in leak. This was observed during use of the device for peritoneal dialysis therapy. The patient used scissors to cut the shipping carton; however, scissors were not used to open the pouch. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the sample was received for evaluation. A visual inspection with the naked eye noted a clean cut of 3cm on the welded cassette sheeting. An underwater pressure test was performed and a leak at the cut location of the welded cassette was observed. The reported condition was verified. The cause of the cut sheeting could not be determined; however, a probable cause is due to end user opening the box with the scissors which could have impacted the pouch and device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.